Manufacturer narrative:
The field service engineer reviewed the alarm trace and found multiple alarms indicating issues with air in a system reagent flow path. The degasser and a valve were replaced. The positions of system reagent vessels were adjusted. Ise checks were performed and passed. Precision studies were performed and passed. A patient sample comparison study was performed and passed. The system worked within specifications after these actions. The investigation determined the root cause to be related to air in the system reagent line. It was determined that the service actions resolved the issue. Medwatch field UDI number = (B)(4). This event occurred in (B)(6).

Event description:
The initial reporter stated they had ongoing ise precision issues on the cobas pro ise analytical unit. The reporter also stated they received discrepant ise results for three patient samples tested on (B)(6) 2021. All three samples had discrepant results for ise indirect cl for gen.2. The first two samples also had discrepant values for ise indirect na for gen.2. No incorrect results were reported outside of the laboratory. The first sample initially resulted in a na value of 128.7 mmol/l and repeated as 135.6 mmol/l. The sample was repeated on a second analyzer, resulting in a na value of 132.5 mmol/l. This sample initially resulted in a cl value of 96.1 mmol/l and repeated as 86.5 mmol/l. The sample was repeated on a second analyzer, resulting in a cl value of 89.7 mmol/l. The second sample initially resulted in a na value of 145.3 mmol/l and repeated as 139.5 mmol/l. The sample was repeated on a second analyzer, resulting in a na value of 138.6 mmol/l. This sample initially resulted in a cl value of 94.6 mmol/l and repeated as 105.6 mmol/l. The sample was repeated on a second analyzer, resulting in a cl value of 100.4 mmol/l. The third sample initially resulted in a cl value of 108.3 mmol/l and repeated as 96.8 mmol/l. The sample was repeated on a second analyzer, resulting in a cl value of 101.6 mmol/l. The na and cl electrode lot numbers and expiration dates were requested, but not provided.